Manufacturer narrative:
A getinge field service engineer confirmed the reported issue and as per service manual compressor needs replacement. Fse removed and replaced the compressor, reassembled and performed all pm functional testing and calibrations, unit has passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has compressor code 14. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a